Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump also alarmed unexpected restart and internal clock comparison error. The customer was unable to get out of the screen or press any buttons. Customer's blood glucose level was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all the buttons unresponsive due to corroded keypad traces. Unable to verify unexpected restart error alarm or error alarm due to unresponsive keypad and button. The device was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, partially broken reservoir tube lip and missing end cap sticker.